Event description:
Child was found unresponsive and vent was allegedly cycling normally and not alarming. The vent allegedly alarmed when they started CPR. The child was taken to the ER with diagnosis of cardiac arrest, brain death, and then taken off vent support.